Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the balloon burst. During the use of a 3.5x220x150 sterling balloon catheter in the very calcified superficial femoral artery (sfa), the balloon burst. The complete device was removed from the patient and another of the same kind of device was used to complete the procedure. No complications were reported and the patient was fine.